Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a stretched out cable on the prograsp forceps. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The crimp that contained the broken cable segment was missing from the clevis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.